Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were negative for the nat testing. The following information was provided. The cutoff is 1.00 s/co. Sid (B)(6); initial result = 3.44 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.10 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6) ; initial result = 3.15 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6); initial result = 2.65 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6) ; initial result = 2.38 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. Sid (B)(6): initial result = 2.71 s/co reactive, repeat testing = reactive, repeat- reactive, retention tube = non-reactive, nat= negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.